Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during surgeries, the spo2 on their monitors would flatten and the number value would zero out whenever the olympus device was activated. All other parameters including ECG were unaffected. There were no inops to alert them of the problem they used a stand alone spo2 from another vendor when theirs were down. This incident happened three times on 2 different dates. No patient harm was reported.